Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
(B)(4) received an e-mail from the ethicon risk manager team stating the following: it was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2009 and an unknown mesh was implanted concurrently with halban enterocele closure. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure on (B)(6) 2009 and an unknown mesh was implanted concurrently with halban enterocele closure. No additional information was provided.

Manufacturer narrative:
Date sent to FDA; (B)(4) 2018.